Event description:
It was that the patient was having random power cable disconnects and no external power alarms in the middle of the night. The mobile power unit (mpu) was examined and the self-test was performed with no issues. The patient was using an extension cable at the time. The controller was found to have a small cut on the black lead close to the bend relief. The controller was exchanged and there were no further issues. The log files showed no external power alarms on the mpu and low voltage alarms that did not last long enough to trigger a no external power alarm. Related manufacturer reference report: 2916596-2022-10862.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect alarms was confirmed with the submitted log file. The event log file captured unexpected power cable disconnect alarm events ((B)(6) at 8:44 pm and 9:42 pm, (B)(6) at 7:50 am). Both power cables were connected to the 14v batteries/clips. The voltage values, prior to and post the alarm event, do not indicate a power exchange was being performed. The log file was retrieved from system controller (serial # (B)(6) ). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 04nov2021. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.